Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to touch contamination as reported by a medical professional. Nonadherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported through a customer survey that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a serious infection and discontinued pd therapy. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized in december of 2020 (exact dates unknown) for peritonitis and a covid-19 infection. It was explained the covid-19 infection was unrelated to pd therapy or the use of any fresenius product(s) or device(s). Peritoneal effluent fluid cultures taken in the hospital (exact date unknown) presented with escherichia coli and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on their liberty select cycler at home. The patient was transitioned from pd to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission due to the severity of infection. The patient recovered from this event and was discharged to home (exact date unknown). It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis since december 2020.

Event description:
It was reported through a customer survey that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a serious infection and discontinued pd therapy. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized in (B)(6) of 2020 (exact dates unknown) for peritonitis and a covid-19 infection. It was explained the covid-19 infection was unrelated to pd therapy or the use of any fresenius product(s) or device(s). Peritoneal effluent fluid cultures taken in the hospital (exact date unknown) presented with escherichia coli and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on their liberty select cycler at home. The patient was transitioned from pd to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission due to the severity of infection. The patient recovered from this event and was discharged to home (exact date unknown). It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis since (B)(6) 2020.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description.